Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a device upgrade procedure, physician was unable to pass the guidewire down the left ventricular lead. The lead was clogged. A new lead was implanted successfully. Patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.